Event description:
It was reported that after the cannula was inserted and connected to IV fluids leakage occurred at the injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: cannula inserted as per standard practice in back of hand. IV fluids connected and patient anaesthetised in theatre with no difficulties. Patient remained in supine position. On transfer to recovery it was noted by trainee anesthetist that fluid was coming out of the injection port. Venflon removed in recovery as fluid administration was complete. No harm came to the patient.

Manufacturer narrative:
H.6. Investigation: one used sample and one representative sample was received by our quality team for investigation. Upon visualization of the used sample received, foreign matter was observed in the injection port and leak testing was performed with leakage observed; therefore the failure can be confirmed. Additional testing was performed on the foreign matter found and it was identified as polyethylene which is commonly used in packaging and plastic films. Upon visual inspection of the representative sample, no abnormalities were noted. Leak testing was also performed with no leakage noted. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Based on the quality team's investigation, the probably root cause of the leakage was due to the polyethylene foreign matter found in the injection valve preventing the valve from closing properly. The source of the polyethylene foreign matter was not determined as it could be from the manufacturing facility or out of the manufacturing facility. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the cannula was inserted and connected to IV fluids leakage occurred at the injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: cannula inserted as per standard practice in back of hand. IV fluids connected and patient anaesthetised in theatre with no difficulties. Patient remained in supine position. On transfer to recovery it was noted by trainee anesthetist that fluid was coming out of the injection port. Venflon removed in recovery as fluid administration was complete. No harm came to the patient.